Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. There was no indication that this issue lead to an adverse event. This is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 25-apr-2018 with the following findings: a review of the black box and alarm history showed call service 064 motor alarms. The battery compartment and cap were undamaged and able to fit. The pump alarmed with a call service 078 motor alarm upon the first rewind attempt. The call service alarm issue complaint was unable to be duplicated during the investigation. Evidence of moisture corrosion was observed on the display screen inside the pump. The pump¿s cover was removed, and further moisture corrosion was found to the to keypad circuit.